Event description:
It was reported that the insulin pump alarmed motor error during prime. It was also reported that the insulin pump has an unresponsive keypad. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. The customer stated that he could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify motor error alarm and battery out limit alarm due to no button response. The motor passed motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.